Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record determined the unit was not connecting well to carts and producing comm errors as the coupler nose board was burnt. The coupler nose board was replaced and resolved the reported issue. Review of the previous repair record identified replacement of the coupler nose board to resolve comm errors which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the coupler was not connecting well. Tech found that the nose board was burnt as well. No harm or delay reported. No adverse events were reported as a result of this malfunction.